Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2026, senseonics was made aware of an incident reported by a senior regional clinical manager in which a healthcare provider was unable to remove an implanted eversense sensor during an initial removal attempt. The incision was made; however, the sensor could not be successfully removed. The sensor was implanted in the upper right arm. The user was informed that a second removal attempt may be scheduled approximately two weeks to one month after the initial procedure and indicated that they planned to contact the healthcare provider to arrange a follow up appointment.